Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor made a popping noise and would not stay powered on. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation, there was contamination on both pca boards. The cause of the contamination was capacitor c19 leaking electrolytic liquid on both ca boards. The root cause of the leaking capacitor was unable to be positively determined, but was likely caused by overcharging or the capacitor. No adverse event resulted from the defective monitor. The patient received a replacement monitor.